Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The customer called to report a (B)(6) result when using chromid mrsa plates, (B)(4), lot 1004200300. Patient sample was from a permanent catheter, can mixed media culture (B)(6), isolated using chromid mrsa , growth after 24 hours incubation. Customer repeated test two times using vitek 2 results were (B)(6) both times. Customer reports there was a delay in reporting results, no patient harm reported.